Event description:
A hospital in (B)(6) reported that there is water leakage at the heaterwire connection of the inspiratory limb of three rt235 infant dual-heated evaqua breathing circuits during use no patient consequence was reported.

Manufacturer narrative:
(B)(4). Lot number: 120208 (1); not provided (2). Device manufacturer date: 02/08/2012 (1). Method: two complaint inspiratory limbs, no lot numbers, were returned to the manufacturer for evaluation. The complaint inspiratory limbs were both visually inspected and pressure tested. If the third complaint inspiratory limb, lot 120208, had been returned to the manufacturer, the complaint device would have also been visually inspected and pressure tested. Results: no physical damages were observed on the two returned complaint devices. The pressure test revealed both complaint inspiratory limbs to be operating within specification for this product. No fault was found. A lot check could not be performed as no lot number was provided. Conclusion: no fault was found with both complaint inspiratory limbs as they both operated within specification for this product. Although we are unable to determine what may have caused the problem observed by the customer, it is possible that the condensate leaked from the breathing circuit. Small leaks of this nature should be detected and compensated for by the ventilator. All circuits are pressure tested before they are allowed to leave the production line. This is an automated process and the circuit would have met the required specification at the time of production. The rt235 user instructions state the following: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported that there is water leakage at the heaterwire connection of the inspiratory limb of three rt235 infant dual-heated evaqua breathing circuits during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Lot number: 120208 (1), not provided (2). Device manufacturer date 02/08/2012 (1). The complaint device is en route to the manufacturer. We will provide a follow up report upon completion of our investigation.